Event description:
The MFR received info alleging a ventilator will not activate a remote alarm when it is attached to the device. There is no allegation of pt harm or injury, or that the ventilator's primary audible and visual alarms fail to function. The MFR has requested the device for additional investigation but the ventilator has yet to be returned. A f/u report will be filed when the investigation is complete.